Event description:
It was reported that the pump experienced ongoing malfunctions. Reportedly, the customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. On (B)(6) 2026 the customer went to the emergency room. The customer was treated with intravenous fluids of insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that same day. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.